Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working and after a rest attempt, nothing happened when the trigger was pulled. There was no harm, delay or medical intervention involved and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.